Event description:
During follow-up, the device could not be interrogated. Premature battery depletion was suspected so the device was explanted. The patient was in stable condition following the procedure and there were no adverse consequences.

Manufacturer narrative:
The reported premature battery depletion and loss of telemetry were not confirmed in the laboratory. The pacemaker was received in backup vvi mode, consistent with low temperature exposure after explant. Review of the device image (entire memory contents) showed the battery trend was normal. The review also noted that in the field the device was set to high output and high egm usage, which can cause high current drain. A longevity calculation based on programmed parameters and diagnostics found the device longevity was within specifications, indicating normal battery depletion. Mechanical and bench testing found no indications of premature depletion or high current draw.